Manufacturer narrative:
Concomitant medical products boston scientific alliance inflation handle. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60 cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle and negative pressure was applied to the balloon. After applying negative pressure, inflation of the balloon was attempted. The balloon would not hold pressure and a leakage was observed at a crack in the catheter. A visual examination of the catheter showed a crack approximately 54.8 cm from the proximal end. There were two kinks observed in the catheter at approximately 55.4 cm and 57.3 cm from the proximal end. No portion of the device appeared to be missing. The wire guide associated with this device was included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that the balloon did not receive negative pressure nor lubrication prior to advancement through the endoscope accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The application of lubrication will aid in endoscopic advancement and balloon preservation. This is the most likely cause for the reported observation. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The instructions for use further advise the user to: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication and negative pressure were not applied prior to advancement through the endoscope, against instructions for use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a colonoscopy, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. When they went to inflate the balloon, it had a leak. During evaluation of this device on (B)(6) 2017, it was determined that the catheter was kinked and cracked. A leak was noted coming from the crack.